Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/13/2017. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent an endoscopic totally extraperitoneal/tep hernia repair on unknown date and the mesh was implanted. It is possible that, three months following the procedure, the patient developed postoperative complications including pain, post-operative bleeding, hematoma, infection, feeling of a foreign body and/or recurrent hernia. Additional information has been requested.